Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. Beckman coulter (bec) customer technical support (cts) advised the customer to perform a system check to verify instrument performance. The customer obtained a failing system check. Upon inspection of the instrument, the customer noted aspirate probe number two (2) was not properly seated. The customer reseated the aspirate probe. The customer obtained a passing system check and precision run. The customer repeat tested the four (4) patient samples and obtained lower results, within the normal reference range of the assay. In conclusion, the cause of the non-reproducible access accutni+3 result was due to aspirate probe number two (2) not being properly seated. The cause of the loose aspirate probe is due to use error. The customer did not seat the aspirate probe properly after weekly maintenance was performed. The beckman coulter (bec) internal patient identifier is (B)(4).

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the sample on the same access 2 immunoassay system and obtained elevated results, above the normal reference range of the assay. The customer repeat tested the sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, above the normal reference range of the assay. The customer stated the patient was given medication. The customer could not provide additional details regarding what the medication was. Access accutni+3 quality control (qc) recovered outside the laboratory's established limits after the reported event. The sample was collected in a lithium heparin plasma tubes with gel. The sample was centrifuged at 3700 revolutions per minute (rpm) for seven (7) minutes at room temperature. The customer did not note sample integrity issues.